Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was not loaded in pyxis, but the station recognized as loaded. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that epic had believed that a d5 50 ml bag was loaded in the pyxis, but it was not. This had been a ghost pocket that needed to be fixed. A technical support specialist (tss) resent the load pocket messages, which cleared out the replenishment notice/request in the epic system. The tss spoke with customer and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was not loaded in pyxis, but the station recognized as loaded. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.